Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on 4/23/16 with a blood glucose level of 800 mg/dl. Customer was wearing the pump at the time of hospitalization. The customer stated that the act button would not work while trying to rewind the insulin pump. The customer was treated for their blood glucose with fluids. The customer returned the product for analysis.